Event description:
Complainant alleged that the clinicians were performing a procedure on the pt (age and gender unknown) in the facility's operating room. The clinicians twice attempted to defibrillate the pt, but when the device was powered on the display was blank and it emitted a continuous beeping sound and would not charge. The complainant indicated that the clinicians immediately obtained another device to successfully defibrillate the pt. There was no adverse effect on the pt as a result of the reported malfunction.